Event description:
Event description guidant received information that a guidant transvenous lead dislodged post implant of this implantable cardioverter defibrillator (ICD) and lead system. This observation was made approximately two years ago, during a post market surveillance study. At that time, the physician elected to reposition the lead, which was performed without reported complication. As of today, the model and serial number of the lead has not been provided to guidant, and guidant is attempting to obtain this information. However, there have been no reported patient symptoms associated with this clinical observation.